Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects, hypotension and cardiac tamponade, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A definitive cause for the reported cardiac tamponade cannot be determined. The reported hypotension was a cascading effect of the cardiac tamponade. The reported additional therapy/non-surgical treatment, treatment with medication, and delayed therapy were a result of case-specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is submitted as cardiac tamponade occurred noted after device removal. It was reported that on (B)(6) 2009, the patient with degenerative mitral regurgitation and congenital corrective transposition of the large arteries (patient has a morphological tricuspid valve in the anatomical location of the mitral valve) underwent a mitraclip procedure. One mitraclip was implanted, reducing mitral regurgitation (mr) from grade 4 to <1. Over the years, mr increased to grade 3-4 due to disease progression. The implanted mitraclip remained stable and well seated on the leaflets. On (B)(6) 2016, another mitraclip procedure was performed to treat the recurrent mr. A 2nd clip was successfully implanted. After the steerable guide catheter and clip delivery system (cds) were removed from the anatomy, cardiac tamponade was observed on echocardiogram and the systolic blood pressure decreased. Catecholamine medication was provided; pericardiocentesis was performed, aspirating approximately 250 ml of blood. Blood pressure stabilized. The source of bleeding could not be located on echocardiogram. Afterwards, the mr result was deemed successful at grade 1. There was no additional information provided.